Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.